Manufacturer narrative:
Pump error alarm found in the pump history due to software error. No pump error during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected as well as the main arm cannot communicate with the motor arm alarm during basal delivery. The customer blood glucose level was 205 mg/dl. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer states they were able to rewind the insulin pump. Customer stated that the insulin pump performs internal communication tests and error occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.